Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where there was no information on whether air and liquid were sent to the air/water channels using mh-948. There is no information on whether the cleaning tube was connected, it is unclear whether the quality of the rinse water is controlled, and it is unclear whether the water filter is replaced regularly according to the instruction manual. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "inadequate reprocessing of endoscopes and endo therapy accessories can lead to infection of the patient or operator who comes in contact with them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 10 cfu (colony forming units) of stenotrophomonas maltophilia in the suction line. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.